Manufacturer narrative:
Device remains implanted in patient.

Event description:
A company representative reported that an ozark screw was "broken" and "backing out" of an ozark plate at c4 post-operatively. Revision surgery will be performed. This report will capture the screw.

Event description:
A company representative reported that an ozark screw was "broken" and "backing out" of an ozark plate at c4 post-operatively. Revision surgery will be performed. This report will capture the screw.

Manufacturer narrative:
Visual inspection: screw fracture / migration was confirmed through inspection of the provided radiographic image. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. It is not clear what may have caused the issue to occur, although it is possible that factors such as pseudoarthrosis contributed to the issue. If arthrodesis of the spine is not achieved then the construct may eventually fail. Ultimately, no root cause for the issue could be determined based on the available information.